Manufacturer narrative:
The exact event date was not available, therefore, the date 01/01/2024 was used as estimate, as it was reported that device issues started approximately a year ago.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working and the right cylinder would not deflate. A surgical procedure was performed, during which the ipp was removed and replaced with a malleable device. No patient complications were reported.